Event description:
A 14 mm diameter x 24 mm diameter x 90 mm length talent iliac stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and there was some tortuosity of the femoral artery. It was reported that after the stent graft was successfully deployed the tapered tip was being retracted into the graft cover; the physician felt resistance when the tapered tip reached the proximity of the marker ring on the graft cover. The delivery system was rotated and slowly advanced and then retraction of the tapered tip was continued. The retraction of the tapered tip into the graft cover was successful using this maneuver. After the delivery system was removed from the patient it was examined and appeared to have a small section folded over. No intervention was required and the patient was fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product aneurx aaadvantage stent graft system.

Manufacturer narrative:
Device: labeled yes. Evaluation: results: (tapered tip). Evaluation summary: the delivery system was returned and its evaluation was completed. The tapered tip was found nearly fully retracted into the graft cover. There were no kinks observed along the length of the graft cover. The delivery system was tested and functioned properly and no broken components were found. Two small deformations were seen at the distal end of the graft cover approximately 90 degrees apart, projecting approximately 0.3 mm into the graft cover. Minor infolding (buckling) of the sheath was also visible near this location. At the distal end of two taper tip (at the lumen interface) an overmolding/flash was observed in a single location. It is likely that several small deformations observed along the perimeter of the graft cover occurred during retraction of the tapered tip into the graft cover. It is likely that a misalignment between the tapered tip and the graft cover caused the tip to catch on the end of the graft cover, thereby creating the higher than expected tapered tip retraction force observed by the physician. It is also possible that the overmolding/flash observed on the distal tapered tip may have been solely a result of the tip catching on the graft cover and/or may have been initially present and then contributed to the tip catching on the graft cover. This visible tapered tip damage may have also been caused by the tip catching on the stent graft. The operator's speed of the tapered tip retraction as well as the patient's anatomy may have also contributed to the misalignment with the end result of the tip catching on the graft cover.